Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with a prostar xl device, via a 9f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The artery was mildly calcified and mildly tortuous. Reportedly, the suture lumen was detached from the device and there was no bleeding back from the suture lumen. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of device component was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar detachment of device component incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.